Event description:
Customer was in the tilt position when the joystick came on and the tilt went off and he could not get the chair in an upright position. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was watching television in the tilt position, when the joystick allegedly came on and the tilt went off. The consumer could not get the power chair back into the upright position and was stranded for a bit in a 15 - 20 degree tilt until his family assisted by disconnecting the joystick. A quote, #(B)(4), has been issued for a new joystick. No injury.